Manufacturer narrative:
Added additional info, device was not returned for evaluation.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the device was spitting clips. There was no pt consequence.